Event description:
Reporter alleged the customer obtained a result of 378 mg/dl on the aviva system compared back to back with a result of 181 mg/dl on the compact plus system when testing was performed within 10 minutes. Reporter stated that they used the 181 mg/dl result to base the medication dosage. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the strips were discarded, so no product will be returned for evaluation.

Manufacturer narrative:
This medwatch report is for the aviva system used. (B)(6). Will not be returned to manufacturer.